Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, blood was leaking from the hemostasis valve during atrial fibrillation ablation procedure with placing a 7f non-abbott cs-ra catheter into the sheath. The catheter was removed, blood was still leaking from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.